Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was given functional testing; errors 1870 occurred. The review of the device's event history log showed multiple error code 1870 and 1871 messages. The device casing was removed and internal examination was performed. The internal examination showed debris in the motor gears causing a mechanical issue leading to the error messages. The cause of the debris was not established.

Event description:
It was reported the device gave an error alarm while running with message "error 1871". No known adverse effects to patient.